Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 09/08/2021, it was reported by a sales representative via phone that an ar-2324kbcctt lot: 132416087 knotless swivelock, with tape shredded. This was discovered during use in a rotator cuff repair on (B)(6) 2021. The surgeon inserted the anchor, as he was trying to retrieve the shuttle suture, the suture frayed. The surgeon removed the entire ar-2324kbcctt, (anchor and sutures). This portion of the procedure was completed using ar-2324kbct. The surgeon used a second ar-2325kbctt lot:132416087, as he was running the repair stitch though the anchor, the sutures cut in half. The anchor was secure and left inside the patient and the sutures were cut and removed. The case was completed without further issues.